Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) cannot use pressure signal , but the device could continue to be used and did not cause patient harm.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site),g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Equipment department handled it on its own, no spare parts were replaced. If the pressure channel is damaged due to improper operation by the customer, the customer shall repair it by himself.

Event description:
N/a.